Event description:
Consumer consumer contacted dexcom to report consumer experienced missing sensor wire during sensor startup period. The consumer did not report any medical intervention or injuries.